Event description:
Note: this MFR report pertains to one of three devices that were used during the same procedure. Refer to associated MFR report # 3005099803-2009-03951, and # 3005099803-2009-03953 for a description of the other devices. It was reported to boston scientific corp that a resolution clip device was used during a hemostasis procedure performed in 2009. According to the complainant, they tried unsuccessfully to deploy three clips. They could not get clips to deploy at the bleed site, as they were not able to pass the clip through the sheath far enough to deploy properly. They used argon plasma to stop the bleed. Attempts to obtain additional info regarding the circumstances surroundings this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.